Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy121621h) showed no anomaly found. Final analysis of lead model 3889 (lot # uk6169314) showed lead body conductor broken at or near tines.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a loss of efficacy. Upon interrogation, the implantable neurostimulator (ins) showed impedance measurements greater than 4,000 ohms. The entire system was explanted and a new ins and lead were implanted. It was reported there were no patient injuries related to this event. If additional information becomes available, a supplemental report will be filed.